Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of tubing defective / damaged could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set infusion set was damaged. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that smartsite gravity blood set: the blood tubing broke at the top before the split between the rbcs and ns. The bedside rn was pumping up the pressure bag when the tubing broke.